Manufacturer narrative:
The reported problem could not be duplicated. An infusion test in the intermittent mode ws run at 35ml for 30 minutes every 8 hours. The device delivered at -1.19% which is within system accuracy. A review of the pump's history log revealed on 12/5, the first dose was delayed for 26 minutes.

Event description:
Nondelivery reported. The pump was being used in a nursing skilled care facility. It was set to deliver ancef 1g (35ml) every 8 hours intermittently. After 24 hours, a nurse went to change the IV container and noted it was still full. She did not report this, hung the new bag and restarted the pump. The pump was switched out the next day when the same event occurred and the distributor was notified. There was no adverse effect to the pt. The ancef was subsequently discontinued and the pt remains afebrile.